Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all dhrs are reviewed for accuracy prior to product release. A sample was received for analysis and investigation. The sample consisted of one palindrome catheter. The catheter showed signs of use. The catheter was returned cut in four parts. Visual inspection was performed. It was observed that a section of the sleeve had bubbles and was cut. Maximized photos were taken to capture the issue. The bubbles were cut and air between were seen in the upper and lower layer. In the longitudinal cut to the sleeve, it was observed that the catheter area and lower layer were clean and no visible issues were observed. A brainstorming session was performed with the purpose to identify potential causes and the possible causes were identified. The reported condition was confirmed. Based on previous information the most probable root cause for this condition is customer misuse (wrong cleaning agent used or patient conditions). No trends or triggers have been found, therefore, a corrective and preventive action (CAPA) is not deemed necessary at this time. It must be noted that in-process controls, such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling, are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the patient had a suspected catheter infection; there was no dysfunction seen in the catheter.

Manufacturer narrative:
Submit date: 03/17/2017. An investigation is currently underway; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien on 03/06/2017 that a customer had an issue with a dialysis catheter. The customer states the patient had a suspected catheter infection; there was no dysfunction seen in the catheter.